Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2009, that ta wallflex enteral duodenal stent was used during a procedure. According to the complainant, while attempting to deploy the wallflex duodenal stent at the stricture, the physician encountered positioning difficulties and faced resistance during deployment. The deployment hub became separated from the outer sheath. The stent system was removed from the patient as an assembly. The procedure was not completed as the same device was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.